Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-june-03, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). Additional information received reported the patient was scheduled for a pump pocket revision due to the patient reporting the pump was moving and/or flipping. Upon opening the pocket, the pump flipping was confirmed. The hcp noted that the catheter was twisted, so it was untwisted. Successful aspiration from the catheter access port (cap) was achieved and the pump was re-sutured in the existing pocket. The issue was resolved at the time of the report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 0 .771mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 it was reported that when the pump was implanted, the surgeon did not suture the pump, therefore, the pump has been flipping and moving. Per the reporter they plan on revising this pump pocket issue on (B)(6) 2019 as the pump would need to be taken down and sutured. The patient has not been getting adequate pain relief. The pump was last refilled back in november and the patient has a pump refill in the next two weeks (refill is usually every 6 months). The company representative wanted to calculate the refill interval since the reservoir volume she is seeing today seems very high. The reservoir volume was checked and the 27.3ml found remaining was expected based on the pump programming. No further complications were reported or anticipated.